Event description:
It was reported via social media that a patient died due to a defective implantable cardioverter defibrillator (ICD). No additional information was provided.

Manufacturer narrative:
No patient information or device information was provided so contact information to complete follow-up is not reasonably known. The date of death is unknown; the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).